Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height main 3 cubie drawer failed, with no clicking during recovery, and it was suspected that the latch or magnet might need replacement. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that a missing magnet from the older inseparable assembly. A field service engineer (fse) retrieved and removed the dislodged magnet, replaced the inseparable with a revised version, and tested the drawer, confirming proper operation. Additionally, the fse inspected the zebra printer, cleared queued print jobs caused by it being powered off, and restored normal functionality. The system functioned as intended after field service engineer repaired the device.